Event description:
The hcp explanted the pump after an implant duration of 46 months. No reason for the explant was given. It was returned to the MFR for analysis. A follow up report will be sent when additional info is received.